Manufacturer narrative:
The reported event could be confirmed, since the product was returned for evaluation and matches the alleged failure mode. The device inspection revealed the following: the received device shows signs of continuous usage. The clamp had one of its tip broken. The breakage pattern on the surface of the broken tip indicates typical brittle breakage under high bending load. The breakage originated from the inner surface and progressed outwards. Absence of plastic deformation also confirms a brittle breakage. Furthermore, a hardness test according to rockwell on the returned item indicates the material being in accordance with the values in the material specification. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the investigation, the root cause was attributed to user related issue. The failure was caused by excessive bending load application intraoperatively leading to an instantaneous brittle fracture. If any further information is provided, the complaint report will be updated.

Event description:
As reported: "the instrument broke the tip during surgery, the fragment was removed and discarded at the hospital."

Event description:
As reported: "the instrument broke the tip during surgery, the fragment was removed and discarded at the hospital.".

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.